Manufacturer narrative:
(B)(4). Patient code: no consequences or impact to patient, (B)(4). Device code: disconnection, (B)(4). The product involved in the report has been returned and is being processed for evaluation. The device history record for m6007t521 was reviewed and the product was produced according to product specifications. (B)(6) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint comp-(B)(4).

Event description:
It was reported that the catheter came off remained in the tracheal tube. It occured within half a day of use. There was no injury to the patient reported. No further information has been provided at this time.

Manufacturer narrative:
One used sample was received without original packaging. The sample was visually inspected. The bushing was detached from the cone adapter. The components were viewed under uv light. While there was evidence of application of adhesive, it appeared to have been applied inconsistently, with one side of the cone adapter having heavy coverage and less on the other side. Further investigations into root cause and corrective actions are ongoing. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.